Event description:
In 2008, the investigation identified that there is a pin that may have been missing/broken from the handle area of the rongeur that impacted the functionality of the cutting cup at the beginning of a surgery that occurred in 2007. The original reportability assessment was based on info that there was no pin at the cutting cup in the rongeur design. On the same day, the sales representative alleged that during restocking it was noticed that the pin broke in the rongeur, however additional info received on the following month from the sales representative reported the cutting cup was not moving. It seemed that a pin was missing for the instrument but was not seen on x-ray. This was noticed at the beginning of surgery. The doctor attempted to use the instrument and when it did not function properly he used another one that was in the kit and finished the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. The results of the device history record review could not be performed since instrument not returned. Visual inspection could not be performed since instrument was not returned. An engineering investigation resulted in a weld being added to the pin during manufacturing to prevent lose.